Event description:
Patient had a hsv positive test on the diasorin hsv 1 and 2 igg test, (index value = 3.64), followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test.